Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with (B)(4) when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported two patients with same identifiers resulting in one patient being treated incorrectly resulting in "different outcomes". The surgeon reports the iris registration is not working properly and the system did not inform him causing him to treat the wrong patient. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the date of treatment. The treatment report shows no abnormalities. The centering of the pupil was good throughout the surgery. The described iris registration is not an application of this device. A wrong interpretation by the user of the user manual and the applications of the system can be determined to have contributed to this event. According to the user manual the surgeon is responsible for selection of the right patient and the correct treatment data. A safety function (manual confirmation is required by the surgeon to continue treatment) is in place. No technical root cause can be identified. Based on the available information it can be determined that a user error lead to the reported event the manufacturer internal reference number is: (B)(4).